Event description:
It was reported the insulin pump over delivered. Customer's mother stated the wrong carbohydrate ratio was programmed. Customer's mother stated she doubts the customer programmed the wrong amount. Customer's blood glucose was 157 mg/dl. Customer was not connected when while priming. Customer did not perform a prime into the air. Customer's mother stated there were no accidental button pressing. Settings were correct. The device was not worn during an MRI. Displacement test was performed and device passed. No further information reported.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. The device was monitored. No unexpected boluses, bolus wizard programs or carbohydrates entries noted. Unable to verify button press history for carbohydrates entries due to date was specified for this entry. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.